Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both atrial oversensing and undersensing leading to auto mode switch episodes were observed on the device. The programming change was made. Further investigation showed that no undersensing occurred, but the inappropriate ams was due to far r-wave oversensing. Another programming change was discussed. The patient was stable.

Event description:
New information received notes that the suggested additional program change was not made and no further episodes were reported.